Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Customer's blood glucose was 70 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case at display window corner, broken reservoir tube lip and minor scratched display window.